Event description:
During a low anterior resection procedure, the device did not fire or deploy staples. This pt has had radiation treatment for cancer. The surgeon feels that the bowel may have been too thick for the device. The surgeon had to hand-sew and create a colostomy.